Event description:
As report by our (B)(4) affiliate, post deployment of the sapien xt valve the patient was in complete heart block (chb). A ppm was implanted during the procedure. Initially, bav was gently performed due to the patient's moderate aortic regurgitation. The valve was deployed in a 50:50 position. Post deployment, however, the patient was slow to recover from the pacing run. Complete heart block was observed. The patient was paced and the blood pressure returned. With concerns about moderate paravalvular leak (pvl), a second inflation was performed using the delivery device with 1cc of extra volume. The post dilation yielded no significant improvement and the heart block remained. The decision was made to implant a permanent pacemaker while the patient was under general anesthesia. Initially the patient was noted to be recovering well. However, later the patient was reported to be struggling to make good recovery after the case. Pod 4 the patient was noted to be suffering with aki likely caused by the contrast used in the procedure. The heart block was believed to have been caused by the pressure placed on the av node during valve deployment. The pvl was attributed to the patient¿s uneven distribution of calcium. The native annulus measured 27.5mm² by 2d tee and 24mmx31mm by CT, with an area of 579mm². There was mild native valve calcification and moderate leaflet calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it was reported that the pressure that was placed on the av node during deployment may have been a contributing factor to the heart block. The pvl was attributed to the patient¿s uneven distribution of calcium. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.